Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient's infusion set was leaking insulin between the headset and the cannula. The patient experienced an elevated blood glucose level of 300 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.